Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first installed successfully on (B)(6) 2009 and performed to specification, alongside random manual power ons, up to (B)(6) 2016. An increase in voltage suggests a fresh pad-pak was installed during this time. Multiple manual power ups mainly of ten minutes duration were observed between (B)(6) 2016 and (B)(6) 2016. The returned pad-pak was inserted into the device and passed a self-test, a memory full warning was given and the status led continued to flash green. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs and the excess current drain measured would confirm a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.